Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge pacs is designed and marketed for soft copy reading, communication and storage of studies produced by digitial modalities. Customer reported ((B)(4)) that the incorrect patient's images were displayed in the hanging protocol comparison window when using merge pacs. The user closed the viewer and relaunched the study. On the second load, the correct comparison was displayed. This was determined to be a potential safety issue because incorrect the patient's images were being displayed for comparison.

Manufacturer narrative:
Submitting this supplemental report to add FDA correction and removal reference numbers.